Event description:
It was reported that the patient was experiencing shortness of breath. Fluoroscopy indicated that the left ventricular (lv) lead had dislodged and was not longer in the coronary sinus. High lv thresholds and a possible loss of capture were also noted. The lead was turned off and eventually explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned, analyzed and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage. (B)(4).